Manufacturer narrative:
On (B)(6) 2026 the patient reported skin irritation from an mcot device used with the electrode - adapter - flex configuration with the electrode - pad - foam - vermed a10091. The patient experienced blistering, redness, itching, and a burning sensation that looked like a burn from the reaction to the adhesive. The patient discontinued service and removed the device on the morning of (B)(6) 2026. The patient sought medical treatment for the skin irritation and was treated with a prescription topical steroid medication. The patient followed proper skin preparation steps (shower and dry off). The patient has a history of sensitivities to both adhesives and metals. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of sensitivities to both adhesives and metals. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient reported skin irritation from an mcot device used with the electrode - adapter - flex configuration with the electrode - pad - foam - vermed a10091. The patient experienced blistering, redness, itching, and a burning sensation that looked like a burn from the reaction to the adhesive. The patient discontinued service and removed the device on the morning of (B)(6) 2026. The patient sought medical treatment for the skin irritation and was treated with a prescription topical steroid medication. The patient followed proper skin preparation steps (shower and dry off). The patient has a history of sensitivities to both adhesives and metals.